Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported 1 false positive result (unknown symptomatic or asymptomatic). No confirmation stated. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.